Event description:
It was reported that the patient's leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.